Manufacturer narrative:
This investigation is still in process therefore, we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Cross reference: complaint pr#(B)(4).

Manufacturer narrative:
The philips field service engineer (fse) went to the site to evaluate the system. Upon inspection, it was determined a radial one lead screw was broken. The fse replaced the radius lead screw and relative parts. Calibrations were completed and functionality tested and then the system was returned to the customer for clinical use. Note: this investigation is still in process therefore, we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Manufacturer narrative:
The philips field service engineer (fse) evaluated the system and found that the radial 1 lead screw was broken. The fse replaced the radius drive lead screw and then tested all motion and returned the system to the customer for clinical use. Note: this investigation is still in process therefore, we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Manufacturer narrative:
The issue reported was that while transferring a patient on their brightview spect system, the customer heard a loud noise while unloading the patient from the couch followed by an unexpected downward motion of detector head 1. A philips field service engineer (fse) went to the site to evaluate the system. According to the information collected, the log files confirmed that as the operator initiated the patient loading preprogrammed motion (ppm) to bring the table down to unload the patient post scan. The system started to move the detectors away from the patient when detector 1 drifted down 55mm towards the floor until it reached its mechanical hard stop. The emergency stop (e-stop) triggered when a collision was detected. The operator moved the patient table out of the gantry and unloaded the patient after overriding the e-stop. While performing system inspection, the fse removed the leadscrew and gearbox and then checked the clocking of the mount prior to removing the gearbox mount. It was off by 0.5-degrees. The fse then used a digital protractor and zeroed on the radius linear rail to measure the gearbox mount. The results indicated a 0.5-degree counterclockwise rotation, which confirmed there was a misalignment. Upon further inspection, the fse discovered a piece of epoxy on the left side of the gearbox mounting bracket that was preventing perpendicular alignment. The epoxy was also prohibiting the left side from moving up to properly align with the bolt holes. The right side moved up freely and properly aligned with the bolt holes. The fse removed the epoxy and after additional testing found the epoxy was the cause of the counterclockwise rotation or clocking of the bracket by approximately 0.5-degrees or 1mm over the length of the mounting bracket. The fse determined that two factors caused the radial leadscrew misalignment. The first was that the epoxy caused a 0.5-degree counterclockwise rotation of the gearbox mount that prevented alignment of the gearbox mount. The second was that the ball nut mounting plate was out of tolerance (was out of square) by 0.008 of an inch. The misalignment resulted in a fracture of the radial leadscrew which caused the detector head to descend to the mechanical hard stop. In this case, there was no injury to a patient, operator, or bystander because of the failure. The fse replaced the radial leadscrew and then calibrated the system. After successful testing, the system was turned over to the customer for normal clinical use. Philips engineering investigated the event and based on system design and part failure analysis, confirmed that the design of the system is such that, if the radius leadscrew fractures while it is in compression (when a portion of the gravitational force of the detector assembly is directed towards the gearbox), then the leadscrew and gearbox will continue to support the load of the detector without the detector descending. If the radius leadscrew fractures, such as in this case, while it is in tension (with some portion of the gravitational force of the detector assembly directed away from the gearbox) then the detector will descend along the rails until it reaches the motion axis hard stop. In general, the hard stop would prevent the detector assembly from falling to the floor. In conclusion, the root cause of the leadscrew fracture is that the presence of epoxy at the mounting of the gearbox flange introduced a leadscrew misalignment. The misalignment resulted in gradual wear at the stressed interface during use. The gradual wear increased localized stress on the leadscrew at the key interface inside the gearbox sleeve and resulted into a leadscrew fracture. Corrected data: contact office details: (B)(6). Grid codes were updated after the completed investigation: evaluation results code, component code, conclusion code.

Manufacturer narrative:
Philips has started an investigation. The investigation is still in process and has not yet been completed. A final report will be sent when the investigation is complete. Internal cross reference: (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was a noise was coming from the scan room followed by an unexpected downward motion of detector head 1. There was no actual harm reported to patient, operator or bystander. Out of an abundance of caution, philips has determined this event to be reportable.